Manufacturer narrative:
Medtronic reference number (B)(4). The service engineer (se) troubleshot this issue with the customer over the phone. The se recommended to power off and on the ventilator. The customer reported that the issue was resolved. Covidien was not authorized to repair the device.

Event description:
It was reported that, while in use on a patient, the touchscreen on a 980 ventilator was unresponsive. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.